Manufacturer narrative:
H4: the lot was manufactured between april 04, 2022 - april 05, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. This was observed during patient infusion. The device was filled with benzylpencillin 14400mg in 240ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.